Event description:
It was reported that the customer was hospitalized with high blood glucose levels, vomiting and ketones last year. She stated that the customer may have had a virus that caused the customer's blood glucose to elevate. The customer's blood glucose levels were too high to register on the glucometer. No further details provided as the mother was initially calling for a warranty issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.